Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s wife that the patient has a ¿big¿ infection and that it was discussed in the hospital that it could be from the patient¿s device. The device remains in use. No further patient complications have been reported as a result of this event.